Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and there was blood on the distal conductor of the lead. The lead was obstructed, and the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during initial implant, the stylet was unable to pass through the lead. The lead was not used, and a different lead was used during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.